Event description:
A voluntary medwatch was received and noted the following: on a report dated (B)(6) 2005, during cardiac catheterization, a portion of the opta-pro 5.0 x 10 (110cm) angioplasty balloon was unable to be deflated. It was suspected, there was a puncture in the mid portion of the balloon. At that point in the procedure, the balloon was partially deflated and was brought back into the level of the common femoral artery, approx 80% of the balloon was pulled into the sheath. However, the distal one-fifth of the balloon could not be collapsed and removed into the sheath. During continued attempts of removal, a part of the balloon material dislodged at the level of the right common femoral artery. Surgical cut-down was then performed for balloon removal without incidence or injury to the pt. It is not noted whether or not product will be returned.

Manufacturer narrative:
Additional info received states that this (B)(6) female pt was presented to the interventional lab for atherectomy and ballooning of the left lower extremity. The physician made access to the pt at the right femoral artery and a 7fr sheath was inserted. After crossing over the bifurcation to the left femoral artery with a destination sheath, an angiogram of the left leg was performed. A pilot 200 wire was advanced down the left lower extremity followed by a silverhawk (B)(4) atherectomy device. The atherectomy procedure started at 1420 and lasted until 1558. Multiple atherectomy devices were used. Following this procedure, another angiogram of the left lower extremity was performed. Dilation of the left anterior tibial artery followed. Another angiogram of the left lower extremity was performed and dilatation of the left popliteal artery began with an optapro balloon. The balloon was inflated to 16 atmospheres for 51 seconds. Another optapro balloon was opened and inserted to the lesion. This balloon was inflated to 10 atmospheres. Following this inflation, the destination sheath and the balloon were being pulled back and the balloon was unable to be removed. After several attempts to pull the balloon back into the sheath, a distal portion of the balloon separated and dislodged at the level of the right common femoral artery. The product will not be returned for evaluation and testing. Additional info will be forthcoming within 30 days upon receipt.